Event description:
Libre 3plus sensor reported low sugar levels falsely. I treated for low glucose resulting in high glucose levels. I verified on the website that my sensors were "not affected" by the recall but I have pics of the level. Then the app shows no record of the level being low like 2 minutes later.